Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2015. The physician then performed a laparoscopy and visualized a "uterine thermal injury on the right posterior side of the uterus". The patient was admitted into the hospital. Antibiotics were administered. No other intervention was required and the patient was discharged home the following day.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).